Manufacturer narrative:
The device was evaluated by resmed tech svc. Review of the downloaded device log showed that error message sf101 was triggered. The device was returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. (B)(4).

Event description:
Imp #: 3007573469-2015-00199.